Manufacturer narrative:
Implanted device remains.

Event description:
Per the clinic, the patient experienced a performance decrement and pain with device use. Subsequently, the device was explanted on (B)(6) 2016, and the patient was re-implanted with another device during the same surgery.

Manufacturer narrative:
This report is filed on july 26, 2016.